Manufacturer narrative:
Boston scientific crm received information that a portion of the lead was returned for laboratory testing.

Event description:
Boston scientific crm received information from a competitor representative that this right ventricular (rv) defibrillation and competitor right atrial (ra) lead were explanted and replaced due to subclavian crush. The local boston scientific representative was not involved in the procedure and no additional information was available. There were no adverse events reported.

Manufacturer narrative:
Visual inspection identified set screw marks on all terminal connectors. This observation is consistent with terminal pin-set screw contact. The returned segment passed electrical continuity and insulation integrity testing. The clinical observation of subclavian crush was not confirmed by analysis of the returned lead segment.